Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to deliver defibrillation energy to a patient in the catheterization lab, the doctor reportedly had to push the shock button 7 or 8 times before it would deliver the shock to the patient. The doctor reported that after the shock was delivered, regular heart rhythm was established. There were no adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that when attempting to deliver defibrillation energy to a patient in the catheterization lab, the doctor reportedly had to push the shock button 7 or 8 times before it would deliver the shock to the patient. The doctor reported that after the shock was delivered, regular heart rhythm was established. There were no adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
The hospital biomed was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed during testing that the device appropriately delivered defibrillator shocks in the sync mode. There were no repairs made to the device as this device is no longer supported by service. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer responded to physio-control's requests for additional information about the patient and event. The customer stated that they do not have access to patient information. The device was used to shock the patient back into a normal rhythm, which they were able to do. The customer also stated that they have multiple back-up devices in that department, if it were needed.

Event description:
The customer contacted physio-control to report that when attempting to deliver defibrillation energy to a patient in the catheterization lab, the doctor reportedly had to push the shock button 7 or 8 times before it would deliver the shock to the patient. The doctor reported that after the shock was delivered, regular heart rhythm was established. There were no adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.